Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the jaws were locked closed, placed in the blister and given to the rep with limited information. Unknown if the jaws were on tissue or not. Unknown what firing this occurred. It is unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Jaws unable to open, open after assisted. Evaluation summary: the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the remaining ten clips were conforming according to our manufacturing specifications. Finally, the device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.